Manufacturer narrative:
Conclusion code updated to 12 based on additional investigation activities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that when measuring the lead before placement, it was noticed the lead had a visible bend near the distal tip. The lead was not used/implanted, and the hcp used a new lead instead. No environmental, external, or patient factors were reported to have led or contributed to the issue. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead, (B)(4), revealed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.